Event description:
Per the clinic, the patient experienced a inflammation, pus discharge and tissue breakdown (open wound) at implant site. The patient was hospitalized (date and duration not reported) to received IV antibiotics. There is plan to explant the device; however, this has not occurred as of the date of this report. The implanted device remains.

Manufacturer narrative:
Per the clinic, the patient experienced an infection at implant site (date not reported). The device was explanted on (B)(6) 2024. It is unknown if there are plans to reimplant the patient as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient also experienced a retroauricular fistulize inflammatory swelling and serositis at the implant site. Device analysis report attached.